Event description:
Additional information received confirms that there were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the insertable cardiac monitor (icm) exhibited under sensing. No resolution was performed. The patient condition was unknown. Further information was requested but hasn't been received.